Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. DHR review for the product(s) related to this complaint has been completed and did not reveal any anomalies. The product(s) related to this complaint has been requested to be returned from the customer three separate times, however, the item(s) has not been returned. This complaint cannot be fully investigated without the product(s). Per accepted dentsply sirona implants procedures this complaint shall be closed. If at any time the product(s) is returned to dentsply sirona implants, the complaint file shall be re-opened and a full investigation shall be completed.

Event description:
In this event it is reported that a atlantis abutment ti a dentist informed about the screw fractured when delivering atlantis abutment needs a replacement screw. It is indicating that fracture screw was not removed from implant. Implant is not loadable. Doctor decided to leave screw fragment inside implant and not load it. Implant was not removed. Reopened case to change it from non- serious to serious.